Event description:
It was reported that a 76 yo male patient, who had an initial left tka, underwent a revision procedure approximately 3 years 5 months post the initial procedure due to infection. The surgeon took the entire construct out. The patient was last known to be in stable condition following the event. No x-rays were available. No device returns were available as they were discarded. Device images were provided. No further information.

Manufacturer narrative:
D10: (B)(6) - 02-010-01-0250 - lgc femoral ps cem left sz 5 (B)(6) - 02-012-43-5050 - lgc tibia rbktray cem sz 5f/ 5t (B)(6) - 200-02-41 - three peg patella 41mm (B)(6) - 203-90-01 - 11-2624 powerpro sawblade (B)(6) - 203-90-22 - (3118) hall pwr pro/vers pwr plus 90x19x1.19mm should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.